Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 50 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Event description:
It was reported that"the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. In addition to the et tube that was returned out of its original packaging, the customer also returned two suction catheters, y connector, and both swivel connectors in their original packaging. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tracheal swivel connector was broken on the 15mm side. Functional inspection was performed to attempt to inflate and deflate the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon of the bronchial (blue) inflation line. Using hand pressure, air was injected through the valve. Upon injection of air, the bronchial balloon cuff was able to properly inflate. The syringe was reattached and the bronchial cuffs were able to properly deflate as well. The same process was performed on the tracheal (white) inflation line. Upon injection of the air, the balloon cuff was unable to stay inflated. A hole was observed in the balloon cuff. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction , is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states , "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which would prevent it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore , based upon the damage observed, unintentional user error caused or contributed to this event.